Manufacturer narrative:
The scope was evaluated by pentax. Findings are as follows: image blackout, fluid invasion in segment section, control body, pve connector, insertion tube, and umbilical light guide cable. Insertion tube bump at end of root brace, pve electrical pin corroded, failed dry leak test, pve electrical connector frame with severe corrosion, failed electrical safety test, leak at biopsy channel, resistance in primary channel near proximal end of root brace, segment corroded, severe corrosion in control body and of ccd circuit board, shield cover corroded and fluid damage to light carrying bundle. The scope was refurbished with the appropriate parts and returned to the customer.

Event description:
A customer reported no video image with a eg29-i10. The scope lost video image on the third use after being returned for a catch/rub in the biopsy channel. The customer indicated that the scope was sent in on (B)(6) 2021 due to the biopsy channel would rub/ catch which occurred once the biopsy forceps was inserted about 5-6 cm into the channel. The scope was sent in to prevent a tear in the channel but the problem was still present when the scope returned. The loss of video image occurred on the third usage after it was returned - it was processed twice and by the third use there was no image. The facility follows ifus.- video upper gi scope. There was no reported adverse event associated with the event. There is currently no additional information available for review.

Event description:
A customer reported no video image with a eg29-i10. The scope lost video image on the third use after being returned for a catch/rub in the biopsy channel. The customer indicated that the scope was sent in on (B)(6) 2021 due to the biopsy channel would rub/ catch which occurred once the biopsy forceps was inserted about 5-6 cm into the channel. The scope was sent in to prevent a tear in the channel but the problem was still present when the scope returned. The loss of video image occurred on the third usage after it was returned - it was processed twice and by the third use there was no image. The facility follows ifus.- video upper gi scope. There was no reported adverse event associated with the event. There is currently no additional information available for review. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The scope was evaluated by pentax. Findings are as follows: image blackout, fluid invasion in segment section, control body, pve connector, insertion tube, and umbilical light guide cable. Insertion tube bump at end of root brace, pve electrical pin corroded, failed dry leak test, pve electrical connector frame with severe corrosion, failed electrical safety test, leak at biopsy channel, resistance in primary channel near proximal end of root brace, segment corroded, severe corrosion in control body and of ccd circuit board, shield cover corroded and fluid damage to light carrying bundle. The scope was refurbished with the appropriate parts and returned to the customer.